Event description:
Add'l info rec'd from MFR 12/19/00: MFR would like to advise that this is virtually impossible. The cushion's fabric and vinyl have both met california bulletin 117b requirements. (Test results are available). In addition, the entire upper layer of the cushion is filled with a water-based gel which is not flammable.

Event description:
The "gel-foam pad" was ignited and most likely caused the wheelchair's seat and seat back fabric to burn away. The burning of the "gel-foam pad" in combination with the wheelchair fabric caused the pt to suffer fatal 3rd degree burns.